Event description:
A report was received that the patient had to charge her ipg frequently and subsequently, the ipg would not charge at all. The patient has had several non-device related surgeries. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient had to charge her ipg frequently and subsequently the ipg would not charge at all. The patient has had several non-device related surgeries. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to personal issues.